Event description:
After using syringe when pushing down on plunger, needle shoots out into the air and did not retract into syringe. Needle separated almost hitting staff in face. This has happened 3 times to me and a few times to co-workers.